Event description:
The customer complained of discrepant inr results for 1 patient from coaguchek xs meter serial number (B)(4) compared to the laboratory with dade innovin reagent. At 06:30 am, the result from the meter was >8.0 inr. At 06:45 am, the result from the meter was >8.0 inr with a different finger. At 10:30 am, the result from the laboratory was 4.9 inr and was believed to be correct. There was no allegation of an adverse event. The patient did not receive any treatment and her warfarin dose was withheld for 3 days based on the laboratory result. The patient was "fine". The patient was not anemic, no heparin, no antiphospholipid antibodies, and no direct thrombin inhibitors. The patient has had no changes in diet, no illness, and no new medications. The patient has had no changes in diet, no additional illnesses, no new medications, no bleeding, and no bruising. The patient did not change her warfarin dose prior to meter results. The patient's therapeutic range was 2 - 3 inr. The qc was acceptable. The suspect product was requested to be returned for investigation. Relevant retention test strips (lot 286322) were tested in comparison with the current master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.

Manufacturer narrative:
The patient's meter and strips were returned for investigation. The returned meter and strips were tested with liquid quality control. Testing results: qc 1: 2.5 inr. Qc 2: 2.5 inr. Qc 3: 2.6 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. (2.0 - 3.0 inr). All measurements were without error messages. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue. Correction/removal report no.